Manufacturer narrative:
Section e1(reporter country) has been updated to france in this report.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third party service center visually inspected the device. During evaluation, there was secondary findings of dust/dirt. This incident has been deemed not reportable due to corrosion on metallic surfaces only. The device was scrapped.

Event description:
The manufacturer received information alleging issues with a dreamstation expert device, that was returned to a third-party service center for evaluation. There was no report of patient harm or injury. During the device evaluation, the device was visually inspected and scrapped by customer request. The corrosion on metallic surfaces was observed and found dust/dirt were inside the device. The third-party service center was unable to confirm the complaint. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.